Event description:
A PICC line was inserted into right lower arm. Guidewire and guidewire hub left in catheter and IV fluids connected to guidewire hub. 2 days later the PICC line was noted to be leaking at insertion site. The catheter was found to be disconnected from the guidewire hub and had migrated 8 cm. In the vein. A small incision was made over the vein so the catheter could be removed.